Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and found that the center image turns off when the distal tip is manipulated due to an internal wiring failure of the charged couple device (ccd). The ccd was replaced to resolve the issue. The reported issue was confirmed. The fault was due to an electrical fault with ccd circuit at the distal tip. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed, and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the center image turned black when the scope was angulated. The patient's anatomy was not visible on the center image when it turned black. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.